Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that their insulin pump started to vibrate in the middle of the night. The customer¿s blood glucose was 112 mg/dl at the time of incident. Customer reported that they received insulin flow blocked alarm. The insulin pump detected an occlusion that prevents the flow of insulin. The insulin pump will not be returned for analysis.